Manufacturer narrative:
The pump was returned and analysis found, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2 mg/ml of dilaudid at 0.75 mg/day and 2 mg/ml of bupivacaine at 0.75 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that the hcp suspected that the patient's pump could have been overinfusing. No environmental/extern al/patient factors that might have led or contributed to the issue were reported. During the patient's last refill on (B)(6) 2019, the patient should have had 22 ml in their reservoir, but only had 10 ml. The patient's pump was replaced on (B)(6) 2020 and would be returned for analysis. The appointment was originally scheduled as an "end of replacement" case with six months of life left in the pump, but the hcp wanted to have the pump analyzed to determine if it had been overinfusing. The issue was considered resolved at the time of the event. No patient symptoms were reported. The patient's status was listed as "alive-no injury". No further complications were reported or anticipated.